Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus, it was inspected on-site repair, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pressure leaks were due to a component failure of the pump head; it is not working. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, before patient in room, the subject device exhibited pressure leaks in the pump head backlash. There were no reports of patient involvement.